Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status was found to be larger than 90%. The memory content documented high values of the atrial impedance on the 21st of april 2015. No other peculiarities were observed. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis the impedance measurement functions of the device were tested in unipolar and bipolar configurations using different load resistances. A regular device behavior was documented. An additional sensing test was performed and the device sensed the attached heartsignals free of noise, proving the sensing function of the pacemaker to be fully functional. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned with documentation from an unknown source. Per (B)(6), this device was explanted because the atrial lead had high impedance and sensing issues with this device. There were no issues seen when a new pacemaker was connected to it. There were no adverse patient events reported. Should additional information be received, this file will be updated.